Manufacturer narrative:
Evaluation was not possible as the product remains implanted. Lot number cannot be determined. Review of complaint history for all part numbers in the 10-40xx family of vault alif self drilling variable screws did not identify a trend for reports of this nature. No conclusion can be drawn with the information available at this time. Should additional information be received that changes the outcome of the investigation a follow-up medwatch report will be filed. This report is number 1 of 2 MDR's filed for the same event (reference 3005739886-2017-00013 / 00014). Device remains implanted.

Event description:
The patient underwent and alif procedure on (B)(6) 2016, subsequently, during a routine follow up exam on (B)(6) 2016, x-ray revealed two broken vault alif self drilling variable screws 40mm x 35mm (10-4035). No revision procedure has been performed at this time.